Event description:
The manufacturer received information alleging a ventilator's screen was not legible. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ribbon cable was re-connected to address the issue.